Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two occlusion alerts associated with an infusion set and tubing within two days, with the first event accompanied by visible air bubbles and the second lacking obvious supply issues; the event resolved only after a full supply change including a new cartridge, after which insulin delivery resumed and blood glucose stabilized. Symptoms included hyperglycemia, with a reported blood glucose of 333 mg/dl. Outcomes included transient interruption of insulin delivery, user and caregiver troubleshooting, and restoration of therapy with stabilization of glucose; no hospitalization occurred. Investigation included guided troubleshooting and education, supply replacement, and post-change monitoring of blood glucose trends. Investigation of this case revealed that the occlusion was attributable to infusion set or disposable supply factors, including possible air in the line or flow restriction at the steel cannula or connector, consistent with an insulin occlusion condition. It was concluded, based on previously established findings for similar reports, that the cause was supply-related occlusion due to disposable component performance and user-handling factors.